Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during a revision procedure, the anchor was found to be broken. All pieces of the anchor were removed and replaced. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Investigation of the anchor found the silicone casing was broken into two pieces. The break was located near the suture area of the long nozzle end. Based on the investigation findings, the damage is more indicative of stretching or tearing occurring over time after the anchor was implanted. However, the exact root cause of the damage could not be determined.

Event description:
The device was returned and analyzed.